Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. It should be noted that the prostar xl instructions for use (IFU), indications section states: the prostar xl pvs system is designed for use in conjunction with 8.5 to 24f sheaths. The sheath was upsized to 12fr; however, it is unknown the use of the initial 6f sheath contributed to the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that the procedure was a transcatheter aortic valve implantation (tavi). Reportedly, the needles of the prostar xl device were difficult to back down and the prostar sl device experienced trouble/resistance being removed. The sheath was upsized to 12fr and the tavi procedure was completed. No additional information was provided. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostar xl device with a 6f sheath after an unspecified procedure. Reportedly, after placement, the needles could not be removed from the prostar xl. A second prostar xl device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.